Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011. Weekly pace impedance trend data shows an abrupt spike increased for max ventricular pace bi impedance, max atrial pace bi impedance, max defib active can on and max svc defib between (B)(6) 2011 and (B)(6) 2011.

Event description:
The save to disk was returned to the manufacturer, analyzed, and tested out of specification. The lead is still in use. No patient complications have been reported as a result of this event.